Manufacturer narrative:
Device evaluation summary: the device was returned in its original pouch and box. The data on the luer is consistent with lot number indicated in the product complaint form (lot# 0008615572). Visual and tactile inspections were performed on the device: traces of blood were found on the device. The balloon was found unfolded. The guide wire lumen was flushed and a 0,035¿¿ guide wire was successfully advanced through the device. Negative pressure was applied to the balloon: the purging procedure failed. Positive pressure was applied to the balloon, in order to identify the problem: a leakage was noted on the shaft, at 13cm from the strain relief. It was not possible to inflate the balloon. A microscope was used to better identify the leak on the shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an in.pact admiral paclitaxel-eluting pta balloon catheter for the treatment of a moderately calcified plaque lesion in the superficial femoral artery. IFU was followed. Device prepped without issue. Embolic protection was used. Inflation device was used. It was reported that there was a hole in the delivery catheter shaft that was realized upon initial inflation at a pressure of 8 atm. Device was replace with another dcb and angioplasty was completed. No patient injury was reported.